Manufacturer narrative:
Product event summary: the delivery system was returned without the device. Visual inspection found the lumen of the delivery system was damaged. Additional inspection found the delivery system tether was frayed. Dried blood was observed on the sheath and on the recapture cone of the delivery system. The analyst noted that the delivery system was returned without the device. Visual analysis found the tether line and tether pin wrapped around a syringe. The tether line was removed from the syringe and inspection of the tether line revealed areas of abrasion. Dried blood was found in the distal sheath and on all rear surfaces of the handle. Visual analysis of the recapture cup lumens revealed damage to the surface area between the lumens. Device not returned with system, so curve could not be applied, and deployment couldn't be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery system exhibited high resistance on the tether. The delivery system was removed. Subsequently, the product tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The product analysis findings were in alignment with damage to the delivery system during implant procedure. Findings were not out of specification.